Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, four clips were found inside the clip track. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar." No conclusion could be reached as to what caused the jaw disengaging. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy, during the first firing of the device, nothing happened. The surgeon wanted to apply a clip onto the ductus, but when firing, no clip came out. He tried multiple times ex vivo as well, but the device malfunctioned. The device was not fired over a hard structure. A new device was used to complete the case with no patient consequences.